Manufacturer narrative:
Per the clinic, the device was explanted (date not reported), and the patient was reimplanted with another cochlear device (date not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on february 26, 2024.

Manufacturer narrative:
This report is submitted on october 11, 2023.

Event description:
Per the clinic, the patient experienced no sound and subsequent loss of connection to the internal device. The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.